Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) the reason for call was patient reported that they fell on their knee last weekend, around the 30th. Since then, about 3 days later, just sitting down and even with their back up against the chair, their stimulator was bothering them and it was real sore. Patient added that they could not lie on their back at night. Patient also described a burning sensation and a feeling of being shocked. Patient mentioned that each day it¿s getting worse. For the event date, patient stated the issue started about the 1st of this month july. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that when they fell, it moved the charging unit, so they said it would take about 2 weeks to heal. Patient will wait to see. The issue is resolved. It is getting better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.